Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion blue, x-tream, guide cath: sal 1 sh. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned xience v stent delivery system confirmed a tear in the balloon above the distal balloon marker. The scanning electron microscopy lab analysis noted the balloon failure may be attributed to mechanical damage to the outer surface. The leak was located in a stent impression area intersecting a fold. Factors that may contribute to a tear in the balloon include, but are not limited to, manufacturing, handling of the product during preparation/use, and/or interaction with the lesion/anatomy and/or guiding catheter/guide wire. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database for the reported lot revealed no similar incidents. Based on the investigation and available information, there is no evidence to suggest that the balloon tear is related to the manufacturing process.

Event description:
It was reported that the procedure was to treat a non-tortuous, non-calcified, de novo concentric, chronic total occluded lesion in the mid right artery. After pre-dilatation was performed, an attempt was made to implant a xience v 3.5 x 28 mm stent; however, the pressure slightly increased, and then decreased quickly. The stent was slightly expanded and it was still on the balloon; therefore, a snare device was used to avoid stent dislodgement. A balloon rupture was confirmed when the stent delivery system was removed from the patient. A new xience v stent was implanted to treat the target lesion. There were no adverse patient effects. No additional information was provided.